Event description:
The complaint is reported as: introducer needle hub cracked and air was sucked in during insertion. 6 cvc sets where used in medical ICU which is covid-19 ward. Each patient had 3 sets used on two different days by two different doctors. Inserted in internal jugular vein. Cracking of the needle hub and the sucking in of air accrued 3 times per patient before a successful placement was made. The issue was resolved by opening new sets, which were prepared for use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: introducer needle hub cracked and air was sucked in during insertion. 6 cvc sets where used in medical ICU which is covid-19 ward. Each patient had 3 sets used on two different days by two different doctors. Inserted in internal jugular vein. Cracking of the needle hub and the sucking in of air accrued 3 times per patient before a successful placement was made. The issue was resolved by opening new sets, which were prepared for use.